Manufacturer narrative:
Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
The bioprosthetic valve was explanted due to mitral stenosis and regurgitation. The patient had an ejection fraction of 60% and a mean gradient of 15 mmhg. Inspection of the valve during explant revealed frozen leaflets with calcification. There was no evidence of infection. The patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore the device history record (DHR) was not reviewed. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic mitral valve was explanted after an implant duration of approximately 11 years due to unknown reasons. The valve was replaced with a non-edwards valve.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect, and on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 near their commissure at the outflow aspect. X-ray demonstrated heavy calcification on all three (3) leaflets and the wireform was intact. The sewing ring was cut at multiple locations and the wireform was exposed at the inflow and outflow aspects near leaflet 2. The clinical report of stenosis was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. However, the report of regurgitation could not be confirmed through visual observations of the returned device. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Though numerous studies have been conducted on bioprosthetic heart valves for calcification and pannus, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time.